Event description:
Procedure type: lap chole. According to the reporter: while the surgeon was attempting to adjust the foam grip portion of the bluntport plus, the foam grip hinges cracked and the piece fell into two pieces. Nothing fell inside of the pt. Opened another bluntport plus and proceeded with the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B) (4).